Event description:
Customer called to request onsite service and to report that reagent probe a of the unicel dxc 600 synchron system was leaking into the drip tray. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Prior to the arrival of the field service engineer (fse), customer performed routine customer maintenance and replaced the sample and reagent syringe plungers. On the same day, the fse inspected the instrument and found no evidence of any active leaks. The fse also confirmed that calibration and quality controls were within specification. The fse then verified overall instrument performance to ensure that the routine maintenance performed by customer prior to the fse's visit effectively resolved the instrument issue. The issue was resolved by routine customer maintenance when customer replaced the leaking reagent probe. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).